Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen is fading. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) stated customer's display was distorted. Replaced video cable. Problem fixed performed full functional and safety tests. All tests pass. Returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: cable, video receiver to lcd. This part was received with a reported unit failure message of display distorted. Performed visual inspection of this part received and part looks to be in good condition. Installed the cable into the cs300 test fixture and tested to the factory specifications. The failure analysis and testing department could not verify the failure message of display distorted. Cable, video receiver to lcd passed testing. Retaining cable in the fat dept, as per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.